Event description:
The pt reportedly experiences intermittencies with his internal device. External equipment and programming changes have been made. However, this did not resolve the problem. The pt's device was explanted.